Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. It was reported that the patient was hospitalized for peritonitis and treated with unspecified antibiotics. It was not reported if the patient was retrained on the proper aseptic technique. It was reported that the patient recovered from the peritonitis. It was reported that the pd therapy was ongoing. No additional information was available.

Manufacturer narrative:
B3 event date: it was reported the event occurred in 2024. E1: initial reporter phone no.: (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.